Event description:
No additional information.

Manufacturer narrative:
DHR review: the complaint lot# is 3012022, sku is 383323, assembly in suzhou plant on 2023.feb.15, lot quantity is (B)(4). Review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Returned sample analysis: no returned sample was sent back, no picture of reported sample provided retain sample analysis: sampling 2ea from the retain sample of the same lot to check product function, test result is positive. Refer to the attachment for retain sample test report. Possible cause analysis: based on the reported information, needle is unable to retract during using, the possible reasons for this defect is needle lubrication is not good. Preventive control action during manufacture as below have been taken for this type of defect: 1. Needle retract is request during lie distance adjusting, poor lubrication sample can be identified. 2. In-process and outgoing sampling check will test needle retract force. There is no defect sample returned, no picture provided to show the typical defect feature, we cannot further clarify the defect feature. The retained sample test cannot reappear the defect as reported, so the root cause for this case is not clear.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system needle was difficult to remove during use. The following information was provided by the initial reporter: "issue: we've been meeting resistance from the sheath even after with twist and attempt to push the bevel all the way up. Pt impact: yes/pain. Doe: several days".